Manufacturer narrative:
The device was returned and there was no packaging returned with the device. During visual inspection the guidewire ptfe coating was peeled from 38cm to 47cm from the proximal end. During the functional inspection the device was hydrated, and no anomalies were noted when tested with wet fingers. It was then advanced through a demonstration sl-10 microcatheter without difficulty. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned for analysis and the reported event was confirmed. Additional information provided by the customer indicated that no anomalies were noted to the device during initial inspection and preparation, the device was prepared as per the dfu, continuous flush was maintained for the duration of the procedure, and resistance was felt when advancing the guidewire through the mid - distal shaft of the sl-10 microcatheter. The ptfe coating damage was likely caused by either insecure fastening of the torque device which could have resulted in scraping with the collet or damage from metal in the introducer. An assignable cause of handling damage will be assigned to the ptfe coating complaint since this issue is likely due to handling of the device during use. It is unlikely that the ptfe coating damage at the proximal end of the device would have caused the reported friction during the procedure. Based on the analysis, an assignable cause of not confirmed will be assigned to the complaint of the guidewire difficult to advance since the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue or any defect which could have contributed to the event.

Event description:
The guidewire (subject device) was returned for analysis and the was examined. During device investigation and analysis, it was discovered that the guidewire ptfe coating was found to be peeled from the proximal end. The procedure was completed successfully and the patients medical condition were good. There were no clinical consequences to the patient.